Event description:
The doctor was inserting the bone screws into the pt's femur in order to apply the external fixator. Upon reviewing the x-ray, he felt that a bone screw inserted earlier in the surgery needed to be inserted further. He found it difficult to turn the screw with the t wrench by hand as recommended by the operative technique so he put a screw guide on the handle of the t wrench in order to gain leverage. When he twisted the wrench, the screw broke in the threaded portion of the shaft. The dr chose to leave the broken portion in situ and he utilized another screw from inventory to insert above the broken screw to complete application of the fixator.